Event description:
Philips received a complaint about the v60 ventilator, indicating that the device was giving error codes and the blower would not turn on. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) was told by the customer that the v60 was displaying error code 1007 (machine and proximal pressure sensors) and would not power on. The customer biomedical engineer (bme) reviewed the v60 device power supply and informed the rse that the only voltage displayed was the 1.8 volt. The customer was advised by the rse to replace the power management (pm) printed circuit board assembly (pcba) with the 4th generation version. Onsite service was completed by a field service engineer (fse) at the customer site. The pm pcba was replaced as advised and the issue was corrected. A test and verification report was successfully completed, and the device passed performance verification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.